Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. High bg cause was due to the battery fluctuating and shutting down. Customer gave a correction bolus via pump to address bg. It was also reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and candy to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.